Event description:
All devices removed due to infection. No additional details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.